Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received replace generator message a month ago. Manufacturer representative was unable to connect with the ipg. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reported, therapy was restored post operatively.